Event description:
It was reported that there was increased high voltage impedance. It was further reported that the lead was fractured. The lead was capped and replaced and subsequently explanted. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had a cosmetic cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.